Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2010 in the pt's right eye. The lens was explanted on (B)(6) 2010 due to low vault. When the surgeon opened the incision to remove the lens, he noticed the lens had rotated. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B)(4). (B)(4).